Event description:
Pt implant of a bifurcated device and a suprarenal cuff in 2009. The suprarenal cuff slipped intraoperatively. An infrarenal cuff was placed at the suprarenal open stents. Follow up revealed an proximal type I endoleak. At approx 3 months later, the pt was brought back for an explant of all devices, and tolerated the procedure well.

Manufacturer narrative:
Gross eval of the explanted stent grafts identified that all devices were entirely patent. There were no fractures or disconnects in the stent wires, and no tears in the graft material. Method - review of lot records/work orders, prior reports. No issues were noted. Results and conclusions - unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.